Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing reference: 2030404-2013-00114, 2030404-2013-00115, 3005188751-2013-00117. During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. An initial diagnostic study was performed under general anesthesia, the patient was intubated and on an isuprel IV drip. A transseptal puncture was performed an agilis nxt introducer and non-sjm transseptal needle. An inquiry steerable quadripolar catheter was placed in the right ventricle, an inquiry steerable decapolar catheter was placed in the coronary sinus, and a safire blu duo ablation catheter was placed in the left ventricle. Geometry was collected in the left ventricle using the safire blu duo ablation catheter.. While the completed map was being analyzed, the patient became hypotensive. The viewflex ice catheter revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. The patient left the lab intubated but hemodynamically stable. There were no performance issues with any sjm device.